Event description:
It was reported that the lead had perforated the heart. Echo analysis confirmed there was no pericardial effusion. Lead was explanted and replaced. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.